Event description:
A malfunction was reported by the patient, causing their blood glucose level to reach 503 mg/dl. To address the high blood glucose level, the patient administered a correction injection via multiple daily injections (mdi). Technical support provided information for resetting the pump, assisted with the reset, and ensured the malfunction code did not recur afterward. The patient was advised to continue using the pump and to contact technical support if the malfunction code occurred again.